Manufacturer narrative:
Analysis of programming history

Event description:
While reviewing programming history for the patient it was noticed that the patient was set to unintentional settings likely due to incomplete diagnostics. The setting change was noticed but was only partially corrected with the off time left as 60 minutes off. The settings were not fully corrected until another appointment.